Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the accuracy of a hand-held navigation system in total knee arthroplasty" written by bryan loh, jerry yongqiang chen, andy khye soon yew, hee nee pang, darren keng jin tay, shi-lu chia, ngai nung lo, and seng jin yeo published by arch orthop a trauma surg (2107) 137:381-386 doi 10.1007/s00402-016-2612-8 published online 24 january 2017 was reviewed. The article's purpose was to compare outcomes of a navigation system verse conventional surgical techniques for primary total knee arthroplasty surgeries. All implants utilized were depuy implants. Data was compiled from 200 patients that were implanted between august 2013 and 2015 by either a computer aided navigation system verse a conventional technique. Cement manufacturer not identified and no patella resurfacing. Depuy products utilized: sigma fixed bearing system. Adverse event: one patient required revision due to infection from conventional group.